Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a procedure to treat benign prostatic hyperplasia (bph) on (B)(6), 2008. According to the complainant, the patient experienced the following symptom commencing on an unknown day in (B)(6) 2008. Partial urinary retention noted to be of moderate intensity. The partial urinary retention subsided after treatment with medication and resolved on (B)(6), 2008. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(4). Device not returned.